Event description:
On (B) (6) 2010, patient requested information on how to use new infusion sets he received. He reported he woke up on (B) (6) 2010 with a blood glucose reading of 500 mg/dl. Patient stated his wife had to give him an injection. Patient's normal blood glucose range is 100-120 mg/dl. Patient reported he quickly returned to the normal range and has stayed there for 2 days. Patient stated he attributes the elevated reading to ongoing occlusions, but does not recall if he had an occlusion at that time or not. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.